Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported nav ring (navigation ring) is not moving. The service technician confirmed the issue was discovered during performance verification. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the front bezel to resolve the reported issue.

Manufacturer narrative:
G4: 29jun2020. B4: 30jun2020. A front bezel was returned for analysis. Failure investigation indicated the root cause of the navigation ring failure was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021 b4:(B)(6)2021 parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.